Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
Document review: quadra h femoral stem size 5 lat - (B)(4)/lot 061382 (25 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Twenty-two stems belonging to this lot have already been implanted and no similar incidents have been reported up to now. Also the document reviews of the other three components implanted (shell-liner-head) have the same conclusions and almost all the items of the lots involved (produced in 2005) have been already implanted without any other similar issues. From the data collected, the infection is highly likely not device related.